Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two dreamtome rx 44 and a jagwire guidewire used during the same procedure. It was reported to boston scientific corporation that two dreamtome rx 44 and a jagwire guidewire were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, upon cannulation into the papilla, there was difficulty advancing the guidewire through the tome. A second dreamtome rx 44 was used; however, the same problem happened. It seemed like the guidewire was blocked and it was impossible for the guidewire to advance as it stopped at the level of the blue part just before the tip. The devices were tried outside the patient but the same problem occurred. They also tried rinsing with saline; however, the same problem happened. A third dreamtome rx 44 was used wherein a jagwire guidewire was inserted; however, it did not adapt to the situation as it was unable to cannulate into the papilla. The procedure was not completed due to this event. Since biliary catheterization could not be made, the patient was transferred to the nearest facility. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h6 (evaluation conclusion codes): evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the jagwire guidewire and two dreamtome rx 44 and used during the same procedure. It was reported to boston scientific corporation that two dreamtome rx 44 and a jagwire guidewire were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, upon cannulation into the papilla, there was difficulty advancing the guidewire through the tome. A second dreamtome rx 44 was used; however, the same problem happened. It seemed like the guidewire channel of the tome was blocked and it was impossible for the guidewire to advance as it stopped at the level of the blue part just before the tip. The devices were tried outside the patient but the same problem occurred. They also tried rinsing with saline; however, the same problem happened. A third dreamtome rx 44 was used wherein a jagwire guidewire was inserted; however, it did not adapt to the situation as it was unable to cannulate into the papilla. The procedure was not completed due to this event. Since biliary catheterization could not be made, the patient was transferred to the nearest facility. There were no patient complications reported as a result of this event.